Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
A 31mm epic mitral was implanted in a double valve procedure and when the patient came of bypass, the leaflets were not coapting. This created a mitral regurgitation (mr) and he was forced to go back on pump and remove the valve. A unknown edwards valve was implanted.

Manufacturer narrative:
Additional information: d10, g4, h1 h2, h3, h6 and h10. The reported event incomplete coaptation and regurgitation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
A 31mm epic mitral was implanted in a double valve procedure and when the patient came of bypass, the leaflets were not coapting. This created a mitral regurgitation (mr) and he was forced to go back on pump and remove the valve. A unknown edwards valve was implanted.